Event description:
A report was received that during an implant procedure the patient's dura was punctured and the physician noticed a small amount of csf leaking from the insertion needle. The physician pulled the needle back to stop it. The procedure continued and no treatment was administered at that time. A few days post-implant, the patient was experiencing headaches and the physician administered a blood patch. The patient was reportedly doing well following the treatment.

Manufacturer narrative:
This is the final report.